Event description:
Chipped tooth [tooth fracture], gums bleeding, [gingival bleeding] and break off inside mouth. Oral-b [device breakage] toothbrush head started becoming shaky and unstable. Oral-b [device connection issue]. Case narrative: a spontaneous report was received via e-mail on (B)(6) 2023 from a consumer (unspecified age and gender) stating that while using the oral-b power oral care refills last night (B)(6), 2023, the toothbrush head became shaky/unstable. It broke off inside their mouth and chipped their tooth (on (B)(6) 2023). They began using the product on an unspecified date and continued usage of the product was not specified. Additional product usage details was not specified. The adverse event outcome was unknown. Treatment details: none reported. Relevant history: none reported. Exact product used previously: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided. On (B)(6), 2023 follow up via e-mail: the consumer reported that they got their tooth fixed by insurance and their gums were bleeding ((B)(6) 2023). The new adverse event outcome was unknown. The previously reported adverse event outcomes remained unknown. The case outcome remained unknown. No further information was provided.

Manufacturer narrative:
Complained product will not be not available.